Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation conclusion: the returned device matched the report, but the reported event could not be confirmed with the information given (no intra-op x-rays were provided). As the review of the DHR / inspection records as well as the dimensional and functional inspection revealed no discrepancies, we exclude deviations in material and manufacturing. A conspicuous mark found on the edge of the lateral surface of the lag screw beside one of the grooves [5+6] indicated that the set screw had not been inserted as required. In contrast, at the ground of the grooves no imprint was visible which supported the initial finding. A functional test was performed and revealed the devices received being fully functional (following the op technique). The reported event could not be reproduced following the op technique. Referring to the statement in the event description ¿the surgeon had recognized the hardness of the patient's bone¿ it cannot be excluded that hard bone had contributed to the reported event. For this case the op technique instructs in chapter ¿gamma3 u-blade insertion¿: ¿note: in rare cases if the u-blade can not be seated manually to its final position, remove the u-blade inserter and tap gently against the u-blade lag screw connector.¿ by all means, based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to a deviation from surgical technique. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During gamma3 surgery, the u-blade could not be inserted until the tip of the screw. The screw was extracted and the surgeon used 1 size large u-lag screw. The second u-lag screw was inserted somehow. The surgeon had recognized the hardness of the patients' bone.

Event description:
During gamma3 surgery, the u-blade could not be inserted until the tip of the screw. The screw was extracted and the surgeon used 1 size large u-lag screw. The second u-lag screw was inserted somehow. The surgeon had recognized the hardness of the patients' bone.